Event description:
The pt experienced a loss of use of her left arm; excruciating pain; is mentally and physically damaged to the extent that she was unable to perform basic daily functions. These are all of permanent nature and resulted from device implantation. The physician improperly performed surgery and deviated from the standard of care. Treatment was provided in a negligent manner, misdiagnosed or failed to diagnose the pt correctly. No informed consent was provided. The MFR breached its warranty and the product was damaging and not fit for human use without causing severe harm and injury. The product was not of merchantable quality. Add'l info has been requested.

Manufacturer narrative:
(B)(4).